Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported by an agent that during the screwing with the applied dynamometer, before the snap, the screwdrivers broke on the tip. Consequently, it is assumed that the problem actually arises from a malfunction of the dynamometer. The action has been completed with the manual screwdriver.

Manufacturer narrative:
The reported event that a torque limiter 4.0nm, ao fitting is not functional could be confirmed, as it was tested and its torque values exceed the specifications. Based on investigation, the root cause was attributed to be user related. The circular marks present on the connection area of the device indicate that the torque limiter was used in combination with a power tool for final insertion of locking screws. Axsos operative techniques state ¿do not use power for final insertion of locking screws¿ and that final tightening of locking screws should always be performed manually using the torque limiting attachment together with the solid screwdriver with t15 and t-handle. As it was reported that the surgeon did not use the power tool for final screw insertion, the off-label use must have happened in a previous surgery. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported by an agent that during the screwing with the applied dynamometer, before the snap, the screwdrivers broke on the tip. Consequently, it is assumed that the problem actually arises from a malfunction of the dynamometer. The action has been completed with the manual screwdriver.